Event description:
It was reported that during device change out for infection, the lead could not be extracted. X-ray showed no anomalies. A few weeks later the patient had open heart surgery and externalized conductors were observed. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.